Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient was observed with skin tears postoperatively that are believed to be due to the drape. The patient was treated with ointment. The patients symptoms resolved on the second postoperative day. The sample was not retained for evaluation. Additional information has been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for evaluation. The supplier confirmed that the drapes are manufactured with the same fenestration adhesive supplier; the adhesive composition is acrylate, designed for surgical and medical use. There has been no change in the type of adhesive being used by the supplier. Additionally, there have not been any changes in the drape manufacturing process. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Potential root causes include the supplier's manufacturing process and customer use. Quality engineering materials has notified the supplier of this patient's complaint. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).